Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc) and thing which could find the crack of inside the video connector, omsc surmised there was the possibility this phenomenon was attributed to the damage inside the video connector of the subject device because the user connected the endoscope with excessive force. The damage inside the video connector might had made the unstable electrical contacts of the video connector and affected the data communication between the subject device and the endoscope. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. It was also found the damage inside the video connector socket of the subject device which might have caused the reported phenomenon. There was no patient injury associated with this report.